Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks in the alternate vector. Review of the episode noted oversensing and changes in amplitude morphology measurements. The s-ICD was reprogrammed to the secondary vector and remains in service. No additional adverse patient effects were reported.